Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted laparoscopic partial nephrectomy procedure when it was reported ¿a piece of plastic was found when closing the air seal port. When the surgeon pulled out the port, part of it was missing, and the missing part was a plus. Matched with tick pieces. There are no remains in the body. The cause was presumed to be that the artery clip was caught in the port when it was taken out, so it was thrown.¿ there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted laparoscopic partial nephrectomy procedure when it was reported ¿a piece of plastic was found when closing the air seal port. When the surgeon pulled out the port, part of it was missing, and the missing part was a plus. Matched with tick pieces. There are no remains in the body. The cause was presumed to be that the artery clip was caught in the port when it was taken out, so it was thrown.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.